Manufacturer narrative:
The manufacturer previously reported an allegation of an issue related to sound abatement foam. This action was reported to the FDA per 21 cfr part 806. The device will be corrected per res 88058.

Event description:
The manufacturer received information alleging an issue related to a continuous positive airway pressure (CPAP) device's sound abatement foam. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported an allegation of a continuous positive airway pressure (CPAP) device's sound abatement foam. There was no report of patient harm or injury. The reporter also alleged visualization of black particles and patient having burning sensation in her throat. The device was returned to the manufacturer's quality product investigation laboratory for investigation. The manufacturer visually inspected the external part of the device and found no evidence of thermal damage. The manufacturer did find the humidifiers flip lid release tab are broken also the flip lid and dry box seals are slightly discolored. The manufacturer visually inspected the device internally and found no evidence of black particles in the blower motor/box. The manufacturer did find evidence of water ingress corrosion on the blower motor. The device's event logs were downloaded and reviewed. The manufacturer found to contain 11 e-106 error codes. The manufacturer verified the units do power-up, provide flow. The manufacturer concludes there was no evidence of sound abatement foam degradation but evidence of water ingress corrosion on the blower motor which is likely from external source.

Manufacturer narrative:
Additional information was received on nov 06, 2024, and section h10 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam became degraded and caused allegation of general sickness, burning sensation in throat, inflammatory response, asthma, pulmonary damage (unspecified). This record was reviewed by the pms clinical expert due to the customer reporting no other relevant clinical information was provided. Based on information available at the time of this review, there is sufficient evidence to pronounce a serious injury the patient did not report to receive medical intervention. Section b1 was corrected for both adverse event and product problem. (Product problem was checked in the previous MDR.) Section b2 was corrected to other serious or important medical events. (Previously, it was blank.) Section h1 was changed from malfunction. To serious injury. Section h6 was corrected and updated.